Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The air issue was not verified; however an f-38 (malfunction in tube misloading detection circuitry) alarm occurred at power-up during functional testing. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed with a flo-gard infusion pump. This occurred before use. There was no patient involvement. No additional information is available.